Event description:
Dr reported via our sales rep, that he was conducting a revision surgery due to a wrong positioned screw. During removing the screw, it was not possible to move the head anymore. Nevertheless, the surgeon completed the surgery successfully.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental.